Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device remains implanted.

Event description:
As reported in clinical investigation type ii star 2 year pas star ankle c09 ae 006: "the subject experienced an iatrogenic fibular fracture while undergoing the operative visit for a star in left ankle on (B)(6) 2018. The subject received fibular plating during the same surgical procedure for the star ankle. Subject was discharged on that same day and event is resolved without treatment. Adverse consequences were intra-operative fracture and unplanned additional hardware.